Manufacturer narrative:
The available information suggests the device remains in service with no further complications. This report will be updated once additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The device has been archived.

Event description:
Boston scientific received information that this device had a charge time of 15.9 seconds associated with a battery voltage of 2.9 v. At the next follow-up appointment, it was noted the charge time had increased to 21 seconds with a battery voltage of 2.81 v. The physician reported the longevity was shorter than expected. No adverse patient effects were reported. Approximately ten and a half months later, this device was explanted and returned to boston scientific for unknown reasons. The device under went detailed laboratory analysis in an attempt to determine the root cause of this event.

Event description:
Boston scientific received information that this device had a charge time of 15.9 seconds associated with a battery voltage of 2.9 v. At the next follow-up appointment, it was noted the charge time had increased to 21 seconds with a battery voltage of 2.81 v. The physician reported the longevity was shorter than expected. No adverse patient effects were reported.